Event description:
It was reported that one (1) patient within the cemented group experienced a fall that resulted in a traumatic knee dislocation. The patient was initially treated with reduction and external fixation, however, the dislocation was compounded by a vascular injury and compartment syndrome that necessitated an above-knee amputation one (1) month following the injury approximately four (4) years and nine (9) months post knee arthroplasty. Attempts have been made, however, no additional information is available.

Manufacturer narrative:
(B)(4). B3 - event date - date of publication. D10 - concomitant devices - unknown nexgen femoral component catalog #: ni lot #: ni, unknown nexgen tibial component catalog #: ni lot #: ni, unknown nexgen articular surface catalog #: ni lot #: ni. E1 - contact - correspondence author. Olson, n. R., parks, n. L, nagda, s. S., mcasey, c. J. (2025) to cement or not? Ten-year results of a prospective, randomized study comparing cemented versus cementless total knee arthroplasty olson, nicholas r. Et al. The journal of arthroplasty, 40(10), 2630 - 2636 https://doi.org/10.1016/j.arth.2025.04.076. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.